Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. This event is being reported on 0001825034-2018-00446. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). It was noted that the bone cement used during the initial procedure is within scope of a recall. The recall is related to a weak seal. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Medical devices: p/n 402282j cobalt hv bn cmt 40g-(B)(4) l/n 189660, p/n unknown, articulating bearing l/n unknown, p/n unknown, unknown tibial component l/n unknown, p/n unknown, unknown femoral component l/n unknown. Not returned to manufacturer.

Event description:
It was reported that patient underwent knee revision seven days post-implantation due to infection. The bearing was removed and replaced. No additional patient consequences were reported.